Manufacturer narrative:
Siemens filed the initial MDR on 26-jan-2023. Additional information (01-feb-2023): siemens received further information from the customer and updated section b3 to reflect the correct date of the event (17-jan-2023) and section b5 to include the additional information provided by the customer. The customer informed siemens that the type of barcode they use is uss codabar (12 of 15) and that a picture of the questionable barcode label is unavailable. Siemens is investigating the event.

Event description:
The customer observed a mismatch in reading a sample barcode on an atellica sample handler prime system with serial number (B)(6). The customer informed siemens that sample ID (B)(6) was scanned as sample ID (B)(6). The customer stated that sample ID (B)(6) did not correspond to any patient and that sample ID (B)(6) testing performed as expected on their second attempt. The customer informed siemens that no stat samples were ordered or affected and that the system generated an error message "no request" because there was no patient corresponding to sample ID (B)(6). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00036 on 26-jan-2023. Siemens filed the first supplemental MDR 2432235-2023-00036 on 15-feb-2023. Additional information (15-mar-2023): siemens reviewed the information provided and confirmed that the laboratory discarded the affected sample tube. The customer did not have a picture of the affected barcode for investigation and noted the affected tube used the codabar barcode symbology. Siemens concluded that the potential cause of the event is unknown because the affected barcode is unavailable. Siemens has investigated previous barcode reading complaints from the same customer and noted the customer used the barcode type interleaved 2 of 5 without a check digit. The investigation confirmed that per section 10 of the atellica solution site survey, a check digit must be enabled when using the interleaved 2 of 5 barcodes symbology. Siemens follow-up with the customer and confirmed that the atellica sample handler prime system has the check digit enabled for the interleaved 2 of 5 barcode type and operating with no issue. The system is operating as specified. No product issue was identified, and no further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Event description:
The customer observed a mismatch in reading a sample barcode on an atellica sample handler prime system with serial number (B)(4). The customer alleged that patient sample ID (B)(6) was scanned as sample ID (B)(6). It is unknown if stat sample testing was affected or if discordant result(s) were generated or reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted an issue when the atellica sample handler prime scanned a patient's sample tube. Siemens is investigating the event.